Event description:
I made an appointment to see dr. (B)(6) before I could see her, I began to experience heat in the area the scs was to treat. I saw an arnp at the pcp office on (B)(6) 2022. The labs showed no evidence of infection. On (B)(6) 2022, I called (B)(6), from boston scientific. He called me back and agreed to meet me at my next appointment at the pain clinic on friday, (B)(6) 2022. He said he never experienced anyone with this problem. Chem 7 showed low potassium, high tsh and high co2. The heat has continued to intensify. FDA safety report ID# (B)(4).